Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on may 2020 by the orthopedic journal of sports medicine titled ¿combined acl and anterolateral reconstruction is not associated with a higher risk of adverse outcomes: preliminary results from the santi randomized controlled trial.¿ the study reviewed 224 patients and identified acl/pcl instability resulting in cyclops syndrome with bioabsorbable interference screws and tenodesis screws in 10 patients during the year follow-up period. Ref: sonnery-cottet b, pioger c, vieira td, et al. Combined acl and anterolateral reconstruction is not associated with a higher risk of adverse outcomes: preliminary results from the santi randomized controlled trial. Orthop j sports med. May 2020;8(5):2325967120918490. Doi:10.1177/2325967120918490.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.